Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (error c-34 mono coag and start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported monopolar energy was not working. The customer encountered a c-34 error on the erbe generator. Prior to contacting tse, the customer attempted to troubleshoot by reseating, changing out cord and power cycling generator, but issue persisted. The customer used other system to resolve the issue. Tse advised site they could connect the external cable to a force triad to use monopolar. The customer was able to locate the correct energy activation cable and connect to the force triad generator. The procedure was completing as planned with no reported injury.